Event description:
Consumer initially called for assistance with performing a blood test. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using truemetrix meter. Customer was unsure of what his expected blood glucose test result range should be. The customer stated that he had not used the truemetrix meter for over a year. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/22/2018 and open vial date is 10/02/2018. The meter memory was reviewed for previous test result history (customer was not sure if results were fasting or non-fasting): result 1:122 mg/dl date:(B)(6) 2017, time:728am unsure result 2:145 mg/dl date:(B)(6) 2017 ,time:423am unsure result 3:109 mg/dl date:(B)(6) 2017 ,time:929am unsure result 4:118 mg/dl date:(B)(6) 2017 , time:100pm unsure result 5:142 mg/dl date:(B)(6) 2017 , time:11:15pm unsure customer states that it is possible that his blood sugar is over 600mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer initially called for assistance with performing a blood test. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using truemetrix meter. Customer was unsure of what his expected blood glucose test result range should be. The customer stated that he had not used the truemetrix meter for over a year. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/22/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (customer was not sure if results were fasting or non-fasting): (B)(6). Customer states that it is possible that his blood sugar is over 600mg/dl.